Manufacturer narrative:
The safeop unit returned to alphatec on 10/18/2022. Case logs were pulled and reviewed by the safeop engineering team. The system tried to end impedance test but started polling old electrode test repeatedly and calling the proceed button to appear. The case logs indicate the wi-fi connection dropped just before the table went into this error state. It is unknown if this correlated with the incident. The issue could not be duplicated during in-house testing of the unit. The root cause could not be determined.

Event description:
It was reported a patient underwent a single level l4-l5 lif procedure which involved a safeop unit. After the emg electrodes were connected there was spontaneous stimulating to the patient without any triggered emg being activated. The headbox to the unit was turned on and off multiple times. There was a rhythmic twitch in the patient's foot when the machine was on, but without the input of any triggered emg or ssep stimulus. This same twitch was not present when the headbox power was turned off. The surgeon aborted the case due to this incident.